Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, resistance was felt during wire manipulation after reinsertion into the left atrium. The procedure was completed with the original device without patient complications. The device is expected to be returned for laboratory analysis. It was further reported that it was possible to remove the guidewire as normal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, resistance was felt during wire manipulation after reinsertion into the left atrium. The procedure was completed with the original device without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, resistance was felt during wire manipulation after reinsertion into the left atrium. The procedure was completed with the original device without patient complications. The device is expected to be returned for laboratory analysis. 02dec2025 per gfe: it was possible to remove the guidewire as normal. There were no other catheter malfunctions.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was returned to boston scientific's post market laboratory for analysis it was first visually inspected which revealed the guidewire was still inside the catheter. The device was examined under a microscope and tissue was observed to be trapped between the guidewire and the guidewire lumen. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the most likely cause is due to moving the catheter or guidewire in relation to each other while the guidewire is engaged with the patient's tissue. Because of this the cause was determined to be unintended user error.